Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep performed a system sbc upgrade. The system was restored to normal operation and is operating as intended at this time.

Event description:
The customer reported that the system had a communication error. Also, the system had grainy images in live fluoro. It was discovered that the system needed a sbc upgrade.